Event description:
The pt had been bathed and was sat on the lift seat over the bath, the bath was lowered and upon trying to raise the lift by use of the handle the seat suddenly dropped approx. 1.5ft. No injury to pt or nurse. No injury, two person involed.